Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Additional information was received stating that there were no broken instruments during this case. The head disassociated from the liner.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a dislocated constrained liner. When the doctor was removing the liner he noticed that the inferior rim of the liner was fractured. Due to this he removed the liner and replaced it with a 28 x 50 +4 10 degree liner and a 28 x 8.5mm delta ts head. Doi: (B)(6) 2020. Dor: (B)(6) 2020; right hip.